Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the screw driver tip became damaged intraoperatively on (B)(6) 2020 on the tip. There was no surgical delay. No patient harm was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.473, lot: l944739, manufacturing site: hägendorf, release to warehouse date: october 09, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the visual inspection confirmed that the distal tip of the main shaft is strongly twisted in the clockwise direction of resistance encountered during screw insertion. The distal tip of the slider bar shaft shows also strongly signs deformation. Dimensional inspection the relevant feature is deformed in a manner which prevents accurate measurement of the feature. A functional test can not be performed of the detected damage. Document / specification review the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary the received condition of the inter-lock screwdriver is concordant with the complaint description the review of the production history revealed that this instrument was manufactured in october 2018 according to the specifications. The returned device was visually inspected, and the distal tip of the main shaft is strongly twisted in the clockwise direction of resistance encountered during screw insertion. The distal tip of the slider bar shaft shows also strongly signs deformation. This suggests that the tip was not seated properly in the screw head recess when torque was applied. While no definitive root cause could be determined, it is also possible that the device encountered unintended forces such as excessive twisting during usage, which could have contributed to the reported complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The surgical technique guide recommends turning the nut clockwise until the top of the slider is fully wedged into the screw head recess. And it is also noted, that for final screw tightening the standard screwdriver should be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.